Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. Unable to verify the motor error alarm or button keypad anomaly due to the blank display.

Event description:
It was stated that the insulin pump alarmed motor error during the rewind. Troubleshooting was performed. A new battery was inserted and the insulin pump alarmed battery out limit. The alarm was cleared, but then the down arrow stopped functioning. Nothing further was reported.